Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the axium prime coil was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened concerto outer carton; within an opened concerto inner pouch and partially within an introducer sheath with the implant coil and distal pusher already deployed out the introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. A small amount of dried blood was found on the pusher and within the introducer sheath. The actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. No damages or irregularities were found with the pusher. The shield coil was found undamaged. The implant coil was found still attached to the pusher. The implant coil was found severely stretched with the polypropylene filament broken. The implant coil was potentially broken but cannot be confirmed due to the severe damages found with the implant. Testing/analysis: a manual detachment was then attempted by breaking the pusher at the break indicator, and the release wire was retracted, detaching the implant coil with no issues. No other anomalies could be observed. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" could not be confirmed. The implant coil was returned still attached to the pusher. In addition, no issues were observed when detaching the coil using the manual method. It is possible the reported premature detachment was due to the potential implant coil break. The implant coil was found stretched, likely due to advancing/retracting against resistance. Customer reported no resistance was encountered, no repositioning of the coil, rotation of the pusher, continuous flush was used, all devices were prepared per IFU, and vessel tortuosity as normal. Therefore, the likely cause could not be determined. H6. Coding updated based on analysis findings medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil was pre-detached in the microcatheter so the whole procedure system was taken out from the patient and the axium coil was removed. The pushwire was not bent/broken. There was no friction/difficulty during delivery. The physician did not reposition the coil or attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. The axium coil and any accessory devices were prepared as indicated in the instructions for use (IFU).   The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm. It was noted the patient's blood flow was normal and vessel tortuosity was normal.